Event description:
The catheter was removed & a pt was taken back to their room. When pt was checked on in her room, it was discovered that the pt had bled to death.

Manufacturer narrative:
The device history review showed no related mfg issues and no other complaints of similar nature for this lot.